Manufacturer narrative:
(B)(6). The product was returned and a product evaluation has been initiated. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, a pin fractured off at the threads. The patient's bone was very hard and once the surgeon reamed over the pin and attempted to extract it, the pin fractured. The threads remained buried in the glenoid scapula and were left in vivo. There were no additional patient consequences reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Dimensional analysis of the returned device was within specification. Item is fractured, exhibits galling and is bent. Threaded portion not returned. Sem showed indications of overload of fracture by exhibiting ductile dimples. The fracture surface was also covered by much post fracture damage. The orientation changes of the ductile dimples suggested a torsion overload. Eds elemental analysis shows it is consistent. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.